Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, breast pain, rupture manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) female patient who underwent breast reconstruction revision with two 550cc mentor memorygel breast implants, experienced left side breast implant rupture, post-operatively. Additionally, the patient also reported via (FDA mw5084289) suffering numerous systemic symptoms post-operatively, including but not limited to hair loss, chronic fatigue, weight gain, polycystic ovary syndrome, anxiety, depression, dry eyes, breast pain, adrenal issues, hormonal problems and inflammation. As a result, the patient has elected to have the devices removed without replacement on (B)(6) 2019. This medwatch form is for the left breast prosthesis this report contains supplemental information for mentor psr reference number (B)(4).